Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: due to no photo or sample received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked chemo during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "it was reported that there were 3 incidents with defective alaris tubing. Event #1- item failure caused a chemo leak of an immunotherapy drug. Event #2- item was broken and was not used. Event #3- item was broken while in use with a patient on normal saline." "I want to report to the bard rep because we have had 2 instances where we had alaris tubing that was defective one caused a chemo leak ¿ luckily it was a drug that was immunotherapy and not listed as a ¿hazardous drug¿ but it could have easily been and caused chemo exposure to staff and patients. And the other was broken and we didn¿t use it." "I have another alaris tubing that is broken and this was on the patient, the connection is broken and fortunately only normal saline was going so the nurse switched out the tubing. It looks like the same issue (at the same location on he tubing)". "The lot number for 10/8 and 10/9 incident is (10) (B)(4). The date of service for the drug spill was via broken alaris tubing was 9/15. I thought it was the last week in september but it was 9/15 and we did a midas on that one. I don't have the lot number because we had thrown that away, but I have saved the tubing. So I have the defective tubing on all 3 of these incidents."